Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged immediately post implant however the patient did not want it revised. No capture was noted on the ra lead. Short sensing integrity counter (sic) was noted on the right ventricular (rv) lead. The ra lead was reprogrammed and both leads remains in use. No patient complications have been reported as a result of this event.